Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer also stated that the measurement cartridge was replaced and the instrument is operational. Siemens is in the process of investigating this event. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results between the rp 405 and an external lab. There was no report of injury due to this event.

Manufacturer narrative:
Based on a review of the customer's provided data-files, the performance of the sodium and potassium sensors around the time of the discordant specimens appear to be performing as intended. The data suggests that the suspect samples may have been contaminated due to the presence of salt being introduced from around the sample port/luer area ahead of the sample contributing to the elevated na+ and k+ results. Because the cartridge was not available to be returned for analysis, the final root cause cannot be determined and a cartridge failure cannot be ruled out.